Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic menstruation with clots') and device breakage ('device breakage') in a (B)(6) year old female patient who had essure (batch no. D30800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fatigue ("intense fatigue"), tendonitis ("recurrent wrist tendinitis at regular intervals"), amnesia ("memory loss"), memory impairment ("poor immediate memory"), aphasia ("finding the exact word in a conversation became difficult"), headache ("headache"), insomnia ("insomnia"), neck pain ("increased neck pain") and visual impairment ("decreased vision") and was found to have blood iron decreased ("iron at very low levels"), serum ferritin decreased ("ferritin at very low levels") and weight increased ("weight gain"). The patient was treated with surgery (removal of the device by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, serum ferritin decreased, weight increased and neck pain had not resolved, the device breakage and complication of device removal outcome was unknown, the fatigue, aphasia, headache, insomnia, blood iron decreased and visual impairment was resolving and the tendonitis, amnesia and memory impairment had resolved. The reporter provided no causality assessment for amnesia, aphasia, blood iron decreased, complication of device removal, device breakage, fatigue, headache, insomnia, memory impairment, menorrhagia, neck pain, serum ferritin decreased, tendonitis, visual impairment and weight increased with essure. The reporter commented: haemorrhagic menstruation with clots, then in the months that followed intense fatigue, recurrent wrist tendinitis at regular intervals, memory loss, poor immediate memory, finding the exact word in a conversation became difficult, headache, insomnia, iron and ferritin at very low levels. Weight gain and increased neck pain, decreased vision. Removal of the device by bilateral salpingectomy with breakage. Persistent haemorrhagic periods. General improvement of condition despite the persistence of certain symptoms: very low ferritin level, persistent neck pain, weight. No more tendinitis problems, memory problems solved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic menstruation with clots') and device breakage ('device breakage') in a 46-year-old female patient who had essure (batch no. D30800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fatigue ("intense fatigue"), tendonitis ("recurrent wrist tendinitis at regular intervals"), amnesia ("memory loss"), memory impairment ("poor immediate memory"), aphasia ("finding the exact word in a conversation became difficult"), headache ("headache"), insomnia ("insomnia"), neck pain ("increased neck pain") and visual impairment ("decreased vision") and was found to have blood iron decreased ("iron at very low levels"), serum ferritin decreased ("ferritin at very low levels") and weight increased ("weight gain"). The patient was treated with surgery (removal of the device by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, serum ferritin decreased, weight increased and neck pain had not resolved, the device breakage and complication of device removal outcome was unknown, the fatigue, aphasia, headache, insomnia, blood iron decreased and visual impairment was resolving and the tendonitis, amnesia and memory impairment had resolved. The reporter provided no causality assessment for amnesia, aphasia, blood iron decreased, complication of device removal, device breakage, fatigue, headache, insomnia, memory impairment, menorrhagia, neck pain, serum ferritin decreased, tendonitis, visual impairment and weight increased with essure. The reporter commented: haemorrhagic menstruation with clots, then in the months that followed intense fatigue, recurrent wrist tendinitis at regular intervals, memory loss, poor immediate memory, finding the exact word in a conversation became difficult, headache, insomnia, iron and ferritin at very low levels. Weight gain and increased neck pain, decreased vision. Removal of the device by bilateral salpingectomy with breakage. Persistent haemorrhagic periods. General improvement of condition despite the persistence of certain symptoms: very low ferritin level, persistent neck pain, weight. No more tendinitis problems, memory problems solved. Lot number: d30800 manufacturing date: 2014-11 expiration date: 2017-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.